Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2024, it was reported to customer support that this patient on peritoneal dialysis (pd) and had an episode of sharp pain during pd treatment that did not result in any reported medical intervention. Additionally, it was stated the patient was experiencing pain after pd treatment with the cycler. Treatment data for (B)(6) 2024 were recorded and there is no evidence of cycler malfunction or increased intraperitoneal volume (iipv). Further follow-up was performed with two pd nurses familiar with the patient. It was reported that on (B)(6)2024 the patient was hospitalized for abdominal pain. It was stated that the patient had a pd culture obtained in the hospital which grew serratia marcescens. Additionally, it was stated the patient was diagnosed with calculus gallbladder without obstruction and concomitant epigastric peritonitis. The patient remained hospitalized at the time follow-up was completed and was to have pd catheter removed and was transitioned to hemodialysis for renal replacement needs. No other details about the hospitalization are available, including treatment information. The patient¿s nurse confirmed there were no reported fluid leaks or issues with fresenius products in relation to this event. The nurse stated the likely source for the peritonitis infection was a breach in infection control as the patient admitted to not disinfecting his shower head.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Based on the reported information, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the peritonitis is very likely to be associated with a breach in infection control as the patient admitted to not disinfecting shower head in the home.

Event description:
On (B)(6) 2024, it was reported to customer support that this patient on peritoneal dialysis (pd) and had an episode of sharp pain during pd treatment that did not result in any reported medical intervention. Additionally, it was stated the patient was experiencing pain after pd treatment with the cycler. Treatment data for (B)(6) 2024 were recorded and there is no evidence of cycler malfunction or increased intraperitoneal volume (iipv). Further follow-up was performed with two pd nurses familiar with the patient. It was reported that on (B)(6) 2024 the patient was hospitalized for abdominal pain. It was stated that the patient had a pd culture obtained in the hospital which grew serratia marcescens. Additionally, it was stated the patient was diagnosed with calculus gallbladder without obstruction and concomitant epigastric peritonitis. The patient remained hospitalized at the time follow-up was completed and was to have pd catheter removed and was transitioned to hemodialysis for renal replacement needs. No other details about the hospitalization are available, including treatment information. The patient¿s nurse confirmed there were no reported fluid leaks or issues with fresenius products in relation to this event. The nurse stated the likely source for the peritonitis infection was a breach in infection control as the patient admitted to not disinfecting his shower head.